Event description:
Reportable based on analysis completed on (B)(6)2025. It was reported that a farawave catheter during preparation presented a difficult to load the guidewire, this got stuck and wouldn't move. To solve the issue the procedure was completed with another device without patient complications. Analysis of the returned device revealed that tissue was visibly stuck between the guidewire and the guidewire lumen at the tip of the spline cage.

Manufacturer narrative:
Upon device return and inspection, it was noted that the catheter was returned with a guidewire still inserted. Some tissue was visibly stuck between the guidewire and the guidewire lumen at the tip of the spline cage, preventing the movement of the guidewire. Deployment of the device was functional. After dissecting the tip area, the guidewire was able to be removed with no unusual resistance. The tissue attached to the device is contradictory to the reported information that the device issue was noted during preparation.